Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead displayed high, out of range impedance measurements along with noise, oversensing and pacing inhibition. The lead also displayed a rise in thresholds that led to loss of capture. A lead fracture was suspected. The patient was seen for a lead revision procedure where the lead was surgically abandoned and replaced. There were no adverse patient effects reported.